Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan mexico alleging that her onetouch ultra meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 10:00 pm. The patent stated that she obtained a reading of 60 mg/dl with the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took more food/drink on (B)(6) 2014 at 10:00 pm in response to the product issue. The patient claimed to have developed the symptoms of "painful headache and nausea" on (B)(6) 2014 at 12 noon, prior to the alleged inaccuracy beginning. The patient stated that she visited ER at 11 pm that evening and received hcp treatment of 10 units of insulin. Her blood glucose was also tested with a hospital/ER device at around the same time and the result was "490 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips and control solution had both expired or been open for longer than the discard date, although the patient stated that she had used her son's vial of test strips (lot number not provided) at the time of the alleged inaccuracy. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient received hcp treatment for a severe high blood glucose excursion after the alleged inaccuracy began. This does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.